Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for two weeks (drug names, doses, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient recovered with sequelae. Additional information was requested, but is not available at this time.